Event description:
Ift bumped at 12 cm. This event occurred at the time of during inspection. There was no report of patient harm.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information. This device is not distributed in us so that unique identifier is blank. This device is not marketed in us, therefore 510k is not applicable.

Manufacturer narrative:
Evaluation summary: we checked the returned unit and confirmed, that the insertion flexible tube (ift) was buckled. Based on the result, we concluded, that it was caused, due to the excessive force applied on the ift. In addition, we confirmed, that the light guide cable buckled, the remote control buttons cut, the u/d pulley wire worn out, and the r/l pulley wire rupture. However, they are not the main cause, and/or irrelevant to the alleged complaint. Correction information: h6: coding changed, based on the investigation result.